Manufacturer narrative:
The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Customers received notification of the field action. Electrical failure - design. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action. This failure is being addressed through bd¿s corrective and preventive action processes.

Event description:
It was reported that (B)(4) (1) 8015 pcu keypad were not working. There was no reported patient involvement.